Event description:
It was reported that powder residue were observed inside the yellow packaging of a small volume folfusor. It was suspected that the residue might be dried product resulting from a possible leak. The device was filled with fluorouracil 5gm in 115ml total volume of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue at the area near the blue winged luer cap. The device was contained inside a yellow bag. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.